Manufacturer narrative:
Health care provider indicated that once removed, the device appeared to be intact and functional. No evidence of device failure.

Event description:
Patient diagnosed with left side rupture via ultrasound.